Manufacturer narrative:
(B)(4) for the results of the imaging evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, a patient was treated for an abdominal aortic aneurysm (aaa) with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging identified a unidentified endoleak with aneurysm growth of greater than 5mm. It was reported the cause of the endoleak is unknown. A reintervention is scheduled for an unknown date.